Manufacturer narrative:
The device was not returned for evaluation. The work order (B)(4) was reviewed and appears complete and correct with no evidence that the device was not manufactured to specification. William cook australia's medical director has reviewed this case and based on the information present concluded "my speculation is that the intestinal and right renal ischaemia were due to the lack of stenting at the index procedure ¿ they were stented 2 days later. The migration was, I think, incidental, but still shouldn¿t happen. I can¿t say if this was a failure or fault of the endograft device or delivery system, as we don¿t know the reasons why the right renal in particular wasn¿t stented initially. This may have been a procedural problem, with difficulties encountered that made them decide not to proceed with the right renal stenting, and which may also have been responsible for the inadequate barb fixation that then allowed the migration". The IFU provided with the device gives instructions on 'fenestration stent placement and deployment' and lists 'bowel complications (e.g., ileus, transient ischemia, infarction, necrosis)' and 'renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure)' as potential adverse events. A definitive root cause could not be determined from the available information. There is no indication that a device non-conformance or deficiency contributed to the complaint.

Event description:
Devices implanted on (B)(6) 2019: cook devices = zfen-p-2-26-124 (ac1028314), zfen-d-24-62-94 (ac1028313), tfle-12-90-zt (9108133) left iliac leg. Non-cook devices = left renal artery abbott bare stent 6x29mm; right renal fenestration and superior mesenteric artery (sma) scallop not stented. Device was deployed in the intended location and no deployment difficulties during the procedure were reported. Following the procedure, the patient complained of persistent abdominal pain with black stool. Cta performed 2 days post-procedure showed poor contrast imaging at the sma and the origin of the right renal artery. Stent placement to sma and right renal artery via digital subtraction angiography (dsa), and partial small intestine resection were performed on (B)(6) 2019 due to small intestinal ischemia and renal infarction. Cta performed on (B)(6) 2019 indicated migration >10mm at the sma scallop fenestration. Cta performed on (B)(6) 2019 indicated no issues. The patient was later discharged on (B)(6) 2019. No further information or imaging is available.

Event description:
Devices implanted on (B)(6) 2019: cook devices = zfen-p-2-26-124 (ac1028314), zfen-d-24-62-94 (ac1028313), tfle-12-90-zt (9108133) left iliac leg. Non-cook devices = left renal artery abbott bare stent 6x29mm; right renal fenestration and superior mesenteric artery (sma) scallop not stented. Device was deployed in the intended location and no deployment difficulties during the procedure were reported. Following the procedure, the patient complained of persistent abdominal pain with black stool. Cta performed 2 days post-procedure showed poor contrast imaging at the sma and the origin of the right renal artery. Stent placement to sma and right renal artery via digital subtraction angiography (dsa), and partial small intestine resection were performed on (B)(6) 2019 due to small intestinal ischemia and renal infarction. Cta performed on (B)(6) 2019 indicated migration >10mm at the sma scallop fenestration. Cta performed on (B)(6) 2019 indicated no issues. The patient was later discharged on (B)(6) 2019. No further information or imaging is available.